Event description:
After refusing doctor's recommendation regarding essure device as a method of birth control, doctor made a third attempt to convince me to get the implant 10 mins before a surgery while I was under sedation. Since 1/9/2017, I have been experiencing chronic pelvic and back pain. Now, I need to have a salpingectomy to remove the device.